Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (resets) was confirmed. Upon investigation the charger was resetting. The charger exhibited a failure at pld component u1003 and pxa component u104 on the computer/analog pca. The root cause for the u1003 and u104 failure could not be positively identified. There was also contamination on the battery pca. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective battery charger.

Event description:
A us distributor reported that the battery charger was resetting.